Event description:
It was reported that the patient was scheduled for vns explant surgery as she had not had a good response with the vns. Follow up with the neurologist's office revealed that the report of the "patient has not had a good response" was not indicative of a lack of efficacy as previously believed, but of the adverse events of chest pain and shortness of breath. It was stated that the patient called the clinic reporting that she continued to have chest pain and shortness of breath. The patient was frustrated and anxious while calling into the clinic. The patient requested an urgent appointment with the office in order to have the vns disabled. The patient described the pain as a sharp pain all over the vns device. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.